Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during a surgery a disposable tip of a curved scissors was found broken. Post the product was replaced and the surgery was completed. Procedure details and patient impact were not reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is one additional complaint regarding a comparable event associated it but the lot did not exceed the threshold. The concerned sample was not sent to the investigation site for evaluation. Therefore, no further assessment is possible, and the investigation is concluded without identifying the root cause. A sample was not received at the investigation site. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. The manufacturer internal reference number is: (B)(4).